Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient had lack of effect and implant pain, their neurostimulator was flipping in their pocket, and getting inappropriate stimulation in their right leg causing pain. The patient had revision surgery of their neurostimulator and tined lead on (B)(6) 2025 and old system was discarded. The patient is doing well and very happy with the efficacy at this point.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket/510(k) # (g4) - additional premarket/510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A device was not returned, and pictures were not provided resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, the patient was experiencing lack of effect, implant pain, inappropriate stimulation down their leg, and having their ipg flip in their pocket. The cause of the lack of effect, implant pain, inappropriate stimulation down their leg, and having their ipg flip in their pocket could not be established, but is a known inherent risk of the device, therefore, an investigation conclusion code of 'known inherent risk of device' was chosen. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient had lack of effect and implant pain, their neurostimulator was flipping in their pocket, and getting inappropriate stimulation in their right leg causing pain. The patient had revision surgery of their neurostimulator and tined lead on (B)(6) 2025 and old system was discarded. The patient is doing well and very happy with the efficacy at this point.